Event description:
Reportable based on device analysis completed on 26mar2025. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation, but it failed to cross the lesion due to severe calcification. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.50mm x 15mm catheter was returned for analysis. A visual and tactile inspection was performed but no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 1.5cm longitudinal tear along the length of the balloon. Tip showed no signs of tip damage.